Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported to technical support (ts) that a fluid leak occurred during a patient¿s pd treatment. The nurse stated an ¿m31 air detected in cassette¿ alarm occurred prior to discovery of the fluid leak. The alarm reportedly occurred after the patient¿s treatment was completed. The patient was still in the training stages performing their pd treatments at the clinic. The fluid leak was observed when the cassette was removed from the cassette compartment of the liberty select cycler. Fluid was noted on both of the cycler pump heads. No visible damage was identified on the cassette and the cause of the leak was unknown. The ts representative advised the nurse to discontinue use of the cycler and a replacement was ordered for the patient. According to the pd nurse, the clinic likes to train patients on the actual cyclers that they eventually take home to use. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The pd nurse stated the replacement cycler was received, and the old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was retained by the pd nurse and was reportedly available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.